Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A patient's relative in the united states of america reported that the 900mr810 adult heated wall reusable breathing circuit had melted while in use overnight. An abi vest session was performed on the patient following the reported incident, and the patient also consulted their pulmonologist as a preventative measure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Correction: section b4: date of this report was amended from 25 may 2025, to 25 march 2025. Method: the subject 900mr810 adult heated wall reusable breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing was melted. It was observed that the film of the tube was stretched and torn. Conclusion: we are unable to determine the cause of the reported event. However, damage to the tubing may be caused by factors such as incorrect set-up or being covered with a material and/or being under compressive load for a considerable length of time. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuits state the following: -"inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." -"perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." -"do not cover the circuit with materials such as blankets, towels or bed linen." -"disconnect tube by handling end connectrs only, do not pull or twist tubing, as this may cause damage."

Event description:
A patient's relative in the united states of america reported that the 900mr810 adult heated wall reusable breathing circuit had melted while in use overnight. An abi vest session was performed on the patient following the reported incident, and the patient also consulted their pulmonologist as a preventative measure. There was no patient consequence.